Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while loading multiple cartridges. The customer's blood glucose (bg) was over 300 mg/dl. Reportedly, the customer contacted a healthcare provider for an alternate method of insulin therapy.